Event description:
It was reported that the insulin pump has a protruded drive support cap. Customer responded to notification letter. Customer's blood glucose reading is 206 mg/dl. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with missing end cap sticker. The insulin pump received with loose drive support disk.